Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reports rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; broken shell, red particles on the shell and gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the left side.